Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: analysis was completed and was unable to confirm the customer complaint regarding a notification displayed; however, analysis was able to confirm that the programmer had a long boot time. It was also found that the system fan was noisy and the tabs on the power cord bay door were broken. (B)(4).

Event description:
It was reported that the programmer repeatedly displayed a notification when turned on. When the programmer was rebooted, a delay of approximately twenty-five minutes occurred before access to the screen was permitted. The programmer was returned for repair. No patient complications have been reported as a result of this event.